Manufacturer narrative:
The pump powered up properly after battery installation. No blank display or display anomaly was noted. The pump had unresponsive esc and act buttons due to an unlocked lcd keypad connector. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive buttons. No moisture damage on the electronic assembly noted during visual inspection. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and missing end cap sticker. No broken reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated and the customer identified damage near the reservoir compartment. The customer also mentioned that the insulin pump buttons were unresponsive. The customer did not know of any significant events that triggered the button issue. However, the customer mentioned that the device was potentially exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.